Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number was found. The suspect device was returned for evaluation. A visual inspection of the returned device observed the device in position two (engaged/ready-to-use position). Evidence of dried bodily fluids was present. The dispersion wire was missing distal to the strain relief, resulting in loss of support and allowing the catheter to kink. The distal portion of the dispersion wire was not returned for evaluation. The complaint was confirmed. The catheter was sectioned at the location of the wire fracture, and the remaining wire segment was examined under magnification. No evidence of kinking was observed at the fracture site. The fracture surface appeared rough, indicating failure of the wire material during use. Based on the investigation findings, the dispersion wire failed during clinical use. The failed wire component is sourced from an external supplier. Based on the investigation, the root cause was attributed to a material defect in the supplier provided wire.

Event description:
The customer reported that during the procedure the device failed to rotate. The operating team observed that the catheter was kinked and believed this prevented device rotation. On follow-up, it was reported that the device was unable to rotate during use and was suspected to have been damaged. No wire fracture was observed, and the physician's initial assessment did not identify any abnormalities. There was no report of patient harm or injury reported.